Event description:
It was reported that the user experienced recurrent low glucose episodes with sensor readings as low as 55 mg/dl, followed by rises toward 140 and subsequent downward trends, while using the ilet pump. The user initially consumed coffee and later additional food to address the lows, and customer care provided hypoglycemia treatment education and reviewed pump dosing history that showed basal-only delivery without corrections. Symptoms included hypoglycemia accompanied by malaise. Outcomes included the need for acute carbohydrate intake and continued glucose monitoring without hospitalization. Investigation included review of device data via app sync, assessment of recent insulin delivery patterns, and discussion of infusion set function relative to reported history. Investigation of this case revealed no pump alarms or malfunctions and suggested that insulin delivery was occurring as expected; recurrent lows were associated with unstructured and potentially excessive carbohydrate treatment and unannounced carbohydrate intake, which could contribute to glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors including hypoglycemia overtreatment and unannounced carbohydrate consumption leading to oscillating glucose levels.